Manufacturer narrative:
Only the delivery device was returned for evaluation. The complaint states that the anchor broke on insertion. However, the anchor was not returned for evaluation ((B)(4)). A review of the device history records were performed which confirmed no inconsistencies ((B)(4)). There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No root cause related to the manufacturing of the device can be established. (B)(4).

Event description:
It was reported that during a shoulder dislocation procedure using a fastener, fixation, nondegradable, soft tissue, that the anchor broke at thread upon insertion. It was also reported that the drill was not used prior to insertion of the anchor, glenoid was not punched and an awl wasn't used. The bone was not tapped, ao-2 finger technique during insertion was used and the axial alignment was maintained. The anchor breakage occurred at the thread location. All of the pieces of the anchor were not removed, as the distal half of the anchor was left embedded in the bone. To complete the procedure another anchor was placed in the same prep site. (B)(4).